Event description:
Pt was having a routine dialysis tx when about 1.5hr into tx the tmp dropped and bp dropped. Bp problem addressed. Tmp problem addressed but recurrent (x5?). All bld lines looked fine; all connections verified tight. Bp dropped again and addressed. No tmp problems recalled. Clots noted in venous chamber and air bubbles noted in bloodline post venous chamber. No air detect (visual) alarm recalled. Dialysis tx terminated blood was not returned. Ambulance called and pt transported to hospital.